Event description:
The customer reported that a device did not give a technical ino when it failed. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a device did not give a technical ino when it failed. No patient harm was reported. The customer who reported the incident was in the room when it happened and was not aware that anything had occurred. Failure to provide technical inops is a possible health risk in some instances as it can prevent awareness of patient alarm conditions. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.